Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose from 180 mg/dl to 1488 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, dry mouth, chest pains, fatigue, vomiting, nausea and lethargy; patient also reported mostly sleeping the first 2 days of hospitalization. Pod was removed and the patient was treated with intravenous fluids, an insulin drip and anti-nausea medication. A new pod was applied on the third day on hospital stay and he was released after spending 4 days total in the hospital. This pod was discarded.